Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found in the sterile package. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device shows one lower edge of the outer carton is torn. The sterile barrier and seal are fully intact. The part is loose and moving within the sterile cavity. It has scuffed and marred the enclosed cushioning. The scuffing has released several pieces of debris inside of the cavity. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.